Event description:
The customer reported via the sales rep that the jack could not be pumped up. There was pt involvement reported; however, no adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is received, a follow-up report may be submitted.